Event description:
Additional information was received that indicated that a revision procedure was performed. Prior to the revision, testing was performed and noise was observed. This ICD and the competitors rv lead were explanted and replaced. The ICD was discarded and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) channel. A review of the daily measurements showed that the impedances had been fluctuating for a few months but all other measurements were stable. Boston scientific technical services recommended monitoring the system. The rv lead is a competitor product. This ICD remains in service. System testing is expected to be performed during the next follow-up. No adverse patient effects were reported.